Manufacturer narrative:
Correction: please disregard file. After further review, the file is now deemed as non-reportable malfunction.

Event description:
It was reported that (69) lvp modules experienced keypad separation . There was no report of patient involvement confirmed per customer.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that (69) lvp modules experienced membrane frame separation. There was no report of patient involvement confirmed per customer. Biomed reported that they will replaced with the doors allocated for the keypad recall to repair these devices.